Event description:
It was reported that there was an electrical reset and a message "invalid data noted on battery voltage," upon interrogation. It was further reported an electrical reset occurred, and the patient had received radiation treatment. Device data reporting "cardiac compass data was invalid" was also noted. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual device was not received for evaluation. Performance data was collected from the device and analyzed. A data recording problem was noted. There was evidence of a parity error in the file, and it was reported the patient was receiving radiation therapy, which could contribute to this result.